Event description:
On 04/30/2024 it was reported by a facility representative via sems-06554418 that an ar-3352-5501 scope has a loose and unstable lens. This appears to have been an oob issue but was only discovered during use in a case with no patient impact.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation that this happened out of box cannot be confirmed due to the device not being returned for investigation or the lack of pictures submitted for evaluation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.